Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and was unable to pace in unipolar or bipolar. The lead was repositioned. Also, the implantable pulse generator (ipg) had "slid down" in the pocket. The device was sutured down after the lead revision. Both the lead and device remain in use. No patient complications have been reported as a result of this event.